Manufacturer narrative:
On 06/05/2018, mentor became aware that the patient code for neurological deficit/dysfunction was mistakenly omitted from the initial report. This follow-up report is being submitted to the FDA to correct the coding of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses in (B)(6) 2007. Patient reported she experienced severe pain, breast pain, and no feeling or sensation on the lower breast. In addition, the patient was diagnosed with fibromyalgia and nerve damage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.